Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a check up and the right atrial lead exhibited multiple noise reversion episodes. The noise could be reproduced with isometrics. The lead remained implanted; the patient was noted to be in stable condition.